Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not received by manufacturer.

Event description:
During biomed testing it was discovered that autopulse li-ion battery (B)(4) was not able to be fully charged. The customer stated that when the battery was placed into the charger, it appeared to be charging normally. The multi chemistry charger indicated that the battery was completely charged, the customer removed the battery and pressed the "battery status" button, which indicated that the battery was not fully charged. Biomed also discovered that when the battery was placed into an autopulse platform the device would power on, however it would not run as it would with a fully charged battery. There was no patient involved with this event. No further details were provided.